Manufacturer narrative:
The soft cannula was in the undeployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 59 pulses. The device should deploy at approximately 50 pulses. The low pulse widths in the download data, the undeployed state of the device, and the failure of the rotational sensor to transition from open to closed indicates a failure of the ratchet gear teeth to detent the talon hook. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 67 mg/dl while not wearing the pod. When patient press start, they realized the cannula did had not deployed as intended.